Event description:
It was reported that the device was explanted due to premature battery depletion. The patient has seen an increase in shocks due to his worsening disease state. No patient complications were reported as a result of this event.